Event description:
International affiliate reports inspection of a returned loan kit found the tips of two aegis modular drivers had broken off from the instruments. It is not known when/where tip breakage occurred. Both drivers are catalog# 287110550, lot mi22500.

Manufacturer narrative:
A follow up report will be filed upon receipt of the drivers and completion of the evaluations.

Manufacturer narrative:
Examination of the returned drivers confirmed breakage of the distal tips. The remaining hex lobe portions of the tips exhibited twisted patterns. Review of the device history record for the production lot found no discrepancies. The drivers have been in service for approximately one year and have seen moderate to heavy usage as indicated by the various markings on the instruments. No definitive conclusions can be made. However, a CAPA was implemented and its investigation determined that the driver tip shearing is a result of general wear and tear and are not related to any special causes. At this time, the complaint is considered to be closed.